Event description:
Several extension sets where found to leak apparently from the hub of the tubing. Syringe pump did not alarm and infusion continued even though tubing was leaking. Several different pumps were used but tubing was the same.